Manufacturer narrative:
Device passed displacement test; it failed self test. During testing, the down, left, and right keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Also self test returned a pump error 63. In addition to this, adjusted the audio options audio volume, and sometimes the audio would be heard at one level but then at a different time there would be no audio at the same level. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had frequently unresponsive middle or ok button. Customer¿s blood glucose was 6 mmol/l at the time of incident. Customer stated that insulin pump was neither dropped nor exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the intermittent failing of ok button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.